Event description:
New information received notes that the set screw was unable to be unscrewed as it was stripped.

Manufacturer narrative:
Correction: section h6, medical device problem code should have been "loose or intermittent connection" instead of "failure to disconnect".

Event description:
It was reported that the patient presented for a dual chamber pacemaker implant procedure. During the procedure, the right ventricular (rv) lead was implanted first, followed by the right atrial (ra) lead. Once an adequate ra position was identified and satisfactory measurements were confirmed, the ra lead was connected to the pacemaker header. A few minutes later, while the physician was suturing the lead in place and rechecking lead measurements, loss of capture and undersensing were noted on the ra lead. Fluoroscopy subsequently confirmed that the ra lead had become dislodged. An attempt was made to reposition the ra lead; however, it could not be unscrewed from the pacemaker header. Multiple attempts using different hex wrenches were unsuccessful. As a result, the ra lead was not used, and the rv lead was connected to a new single-chamber pacemaker. The patient remained stable before, during, and after the procedure.